Event description:
On (B)(6) 2013, it was reported that a handheld device was showing ¿unrecognized card error. Enter name of the device driver for this card. For information, see the card manufacturers documentation. A blue high-lighted area indicated ¿unrecognized card in socket 1¿ with options to type in the correct name and select ¿ok¿ or ¿cancel.¿ the device then went back to the start screen. Follow-up showed that the error was encountered while trying to perform an interrogation; therefore, the physician was unable to interrogate and program a patient¿s device. Troubleshooting was performed: a hard reset was attempted and the flashcard was re-seated into the slot. The problem persisted. The device has not been returned to date.

Event description:
The handheld was returned to device manufacturer for analysis. Analysis of the handheld was completed on (B)(4) 2013. An anlaysis of the handheld identified that one of the flashcard slot pins were bent. The cause of the bent pin is unknown but may be associated with mishandling of the device. The bent pin is also the cause for the "unrecognised card error" allegation described in the issue summary. Once the pin was straightened, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.